Manufacturer narrative:
Alleged failure: intermittent picture. According to the rep the intermittent picture seemed to be coming from the coupler missing a part of the lens and allowing the scope to slip. This meant part of the screen went dark. The failure alleged in the complaint record was not confirmed/duplicated during the product investigation. Root cause: no problem found. The most probable root cause could be the scope. The product was returned for investigation and the failure mode will be monitored for future reoccurrence. Manufacture date is not known.

Event description:
It was reported that there was loss of image.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports.

Event description:
It was reported that there was loss of image.